Event description:
Patient reports continued priming issues with cadd extension sets (patient reported same issue (B)(6) 2025 regarding occlusion alarms). Patient inquired if they should attempt a third time and registered pharmacist advised it was ok to attempt again and if it not to continue with back up pump. Patient confirmed third time worked. Patient confirmed they used new replacement replenishment of cadd extension sets. Patient now believes this is a pump issue. Pump serial number provided: (B)(6), expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: remodulin mdv - 40ng/kg/min. IV remodulin patient via cadd solis pump. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes, what is the outcome of the event -resolved.